Manufacturer narrative:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, upon introduction, the tip of plastic trocar broke and fell into the patient. The missing tip was retrieved from the abdomen. The procedure was completed with the same device. There were no additional extended incisions and no adverse patient consequences. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, part of the sheath got detached completely and buried in the abdominal wall of the patient during insertion of the retropubic needles. The missing piece was retrieved from the abdominal wound at an unknown time. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.